Event description:
One touch ultra meter would not power on. The medical affairs specialist (mas) sent follow up questions to lifescan and rec'd answers in 11/05. The pt has gestational diabetes; she does not take diabetes medication and "just keeps track of her diet." On 11/20/05 at 9:00pm, the pt was shaking and feeling dizzy. The pt did not test with the reported meter or another meter while symptomatic. She took no action to affect her blood glucose level before she contacted her physician. Her physician gave her no treatment, but advised her to get a new meter. The pt tested with another meter over the weekend; however, the result obtained was not provided. The customer service agent (csa) confirmed that the test strips were correct, the battery was less than one year old and correctly installed, and the battery contacts were in good condition. The csa walked the pt through pressing the power button and the meter did not turn on. The meter was replaced.